Manufacturer narrative:
(B)(4).

Event description:
It was reported "patients blood pressure was dropping intermittently. When patient moved their arm, their blood pressure would suddenly increase to 140-150 systolic. Noradrenaline infusion was changed to the yellow lumen and the white lumen was aspirated with no issues (able to aspirate blood). The same issue of labile blood pressure continued to occur. Patients arm was tried in different position and the midline was withdrawn 2cm as per registrar instructions. The blood pressure stabilized. When the nurse flushed the unused lumen, the patient's blood pressure increased from systolic 105mmh to 180mmhg. The nurse tried flushing the spare lumen again later to use it for an IV antibiotic and the blood pressure increased from 110 to 190 - appeared that noradrenaline was being bolused from the unused lumen. Nurse informed the doctor and nurse in charge. Nurse also inserted a peripheral IV cannula to use for antibiotics to avoid using the second lumen on the midline. Action taken when fault noticed. The noradrenaline was initially moved to the yellow lumen but with continued drops in bp with pt movement the line was withdrawn 2cm. Then when the white lumen was being flushed (despite being able to clear the norad by withdrawing blood from the line) bp increased to very high levels to bolusing noradrenaline. The line was then removed and a peripheral IV line was inserted for metaraminol infusion instead." The device was removed and not replaced. The patient's current condition is reported as "unknown".

Event description:
It was reported "patients blood pressure was dropping intermittently. When patient moved their arm, their blood pressure would suddenly increase to 140-150 systolic. Noradrenaline infusion was changed to the yellow lumen and the white lumen was aspirated with no issues (able to aspirate blood). The same issue of labile blood pressure continued to occur. Patients arm was tried in different position and the midline was withdrawn 2cm as per registrar instructions. The blood pressure stabilized. When the nurse flushed the unused lumen, the patient's blood pressure increased from systolic 105mmh to 180mmhg. The nurse tried flushing the spare lumen again later to use it for an IV antibiotic and the blood pressure increased from 110 to 190 - appeared that noradrenaline was being bolused from the unused lumen. Nurse informed the doctor and nurse in charge. Nurse also inserted a peripheral IV cannula to use for antibiotics to avoid using the second lumen on the midline. Action taken when fault noticed. The noradrenaline was initially moved to the yellow lumen but with continued drops in bp with pt movement the line was withdrawn 2cm. Then when the white lumen was being flushed (despite being able to clear the norad by withdrawing blood from the line) bp increased to very high levels to bolusing noradrenaline. The line was then removed and a peripheral IV line was inserted for metaraminol infusion instead." The device was removed and not replaced. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen midline catheter for analysis. The catheter was returned with non-teleflex injection caps secured to the two luer hubs. Signs of use in the form of biological material were observed on the catheter body and luer hubs. Visual analysis of the catheter body, juncture hub, extension lines and luer hubs did not reveal any defects or anomalies. The device appeared typical. The catheter length from the juncture hub to the distal tip measured at 21.80mm which is within specification limits of 20.87mm - 22.15mm per catheter product drawing. The catheter body outer diameter measured at 0.0695" which is within spec of 0.0690"-0.0695" per extrusion product drawing. The distal extension line outer diameter measured at 0.0945" which is within spec of 0.093"-0.097" per product drawing. The proximal extension line outer diameter measured at 0.0950" which is within specification of 0.093"-0.097" per product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s).". The catheter was flushed with a lab inventory syringe filled with water. The test was performed with and without each of the returned injection caps; no leaks, blockages, or inconsistent flow were detected. The returned device was then leak tested to determine if there was any functional issue with the catheter lumens. The module requirements document for midline peripheral catheters, states that, "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 seconds when tested per bs en iso-10555-1 annex c". Each luer hub of the catheter was individually connected to the leak tester. With the distal end of the catheter occluded, each of the catheter extension lines were pressurized to 300kpa for 30 seconds. No evidence of leaks or inter lumen crossover were detected from any part of the catheter. Additionally, each luer hub of the catheter was then individually connected to the leak tester with the distal end of the catheter open, allowing for fluid to exit the distal end of the catheter. Each lumen was able to pass fluid with a consistent, regular flow. No functional defects or anomalies were identified that would indicate an issue with the flow rate of the catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed. Maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with midline catheters must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." The report of catheter flow rate inadequate could not be confirmed during the complaint investigation. The returned catheter met all relevant visual, dimensional, and functional requirements including leak testing performed per bs en iso-10555-1. The luer hubs were also individually connected to the leak tester with the catheter body not occluded to evaluate the flow of each lumen. The lumens produced a consistent flow rate when supplied with constant pressure from the leak tester. A device history record review was performed based on a potential lot and no relevant findings were identified to suggest a manufacturing related issue. Additionally, the instructions for use (IFU) provided with this kit inform the user, "maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with midline catheters must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury.". Based on the sample received, no defects or anomalies were identified on the returned device. Teleflex will continue to monitor and trend for reports of this nature.